Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, device was found to be in backup vvi. The patient presented for further investigation in clinic. The programming changes were made, and device was restored to normal settings successfully. The patient did not experience any adverse consequences and will continue with regular follow-up.